Event description:
It was reported to boston scientific corporation that in 2007, a patient underwent a therapeutic stone retrieval procedure. During the procedure, one of the wires on our gemini basket stone retrieval device detached from the sheath while in the patient. The entire device was retrieved. Another boston scientific gemini basket stone retrieval device was used to complete the procedure. No patient complications resulted from this event.

Manufacturer narrative:
Customer complainant confirmed: the returned gemini paired wire helical basket does not function due to damage and separation from the sheath. The sheath is kinked in several places. The deformation of the pinch vise that is caused by contact with the handle cannula was inspected and it was found the handle cannula was only being held by 3mm of the pinch vise. The root cause of this complaint is a manufacturing error. The sheath s/a for the device was manufactured long out of specification. Our engineering team will monitor this failure mode for any increase, no corrective action is warranted at this time due to the volume of complaints of this nature. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A search of the complaint database for similar complaints related to the product family was conducted; no additional complaints have been recorded. The march 2007 15-month gemini paired wire helical basket complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted and no data point exceeded the complaint alert limit.